Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Customer's blood glucose was 108-109 mg/dl. Further information regarding the customer and event was not provided.